Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08395 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, it was reported that the patient experienced issues with two infusion sets, both of the same type. The tubing was leaking at the cannula. The infusion set was in use for one day. The customer resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.